Event description:
It was reported to bsc/target that, "on first push of coil into the aneurysm, the dr. Thought an 8 x 30 coil would be too small, and he pulled back and the coil prematurely detached into the aneurysm without any current. Left coil in place and placed other subsequent coils."